Event description:
It was reported to boston scientific corporation that a jagtome rx 39 was attempted to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat bile duct stone performed on (B)(6) 2025. During the procedure, when bowing the tome, the cutting wire snapped. A photo of the complaint device was provided where it can be observed that the cutting wire was broken and kinked. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Imdrf device code a0406 captures the reportable event of cutting wire kinked. Block h11: investigation results: the jagtome rx 39 device was not returned; however, a media analysis was performed based on the photo provided by the complainant where was possible to observe the cutting wire was blackened, kinked and broken. No other problems with the device were noted. With all the available information, boston scientific concludes the reported events of cutting wire break and cutting wire kinked were confirmed. According to the media analysis performed, it was found that the cutting wire was kinked and broken. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. The break in the cutting wire could have been generated if there was contact between the device and the scope during energization or if the device exceeded the maximum of voltage during procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wires integrity, causing premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can bend the cutting wire as observed in the product analysis. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure.